Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the six-month follow up, an interrogation showed elevated pacing threshold measurements on the left ventricular (lv) lead. Reprogramming was done, and the lead remain in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.